Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving unknown drug at unknown dose/concentration via an implantable pump for malignant pain of spine/back. It was reported the patient experienced pump migration and the pump was 'sitting slightly more sideways' in the pump pocket as of (B)(6) 2014. An observation on (B)(6) 2014 noted the pump had migrated and was 'slightly angled upward'. The slight migration had increased the difficulty of the pump refill. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure. No intervention/actions were required or taken. The outcome was indicated as 'unresolved with no further action planned'.

Event description:
Additional information received from a healthcare provider reported during a pump refill the provider noted "it seems like pump positioned on its side''. No plan to revise the pump at the time of report. The pump was examined on (B)(6) 2014 and the pump was positioned on its side. No actions taken and the issue was noted as unresolved with no further action planned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a health care provider (hcp) indicated during pump refill, the provider noted that the pump reservoir port was slightly more difficult to access which they attributed to possible further pump migration. They had previously noted that the pump had slightly migrated and noted that it was now 'sitting slightly more sideways'. The pump had migrated in the pump pocket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.